Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose (bg) level was 303 mg/dl at the time of the reported event, which a bolus was delivered to address bg level. The customer confirmed in the pump logs the intended bolus to be delivered was not completed. Tandem technical services educated the customer for the reason the incomplete bolus occured and reminded that a bolus was not delivered. The customer acknowledged.